Event description:
It was reported to technical services on 10/19/2011 that there is some sort of lead issue with this rv lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)